Event description:
It was reported that the patient¿s implantable neurostimulator recharger (insr) stopped working the day prior to this report. The night prior to this report, the connector pin broke and the patient¿s stimulation therapy stopped. The patient had problems over the summer where the screen for the insr read full but she knew it was not full. Then one day it had dropped to nothing but she had been able to charge her implantable neurostimulator (ins) while plugged into the wall. At the time of this report, the insr was not charging. It was noted that the patient had been trying to go without therapy since the year prior to this report but it had not been working out. The broken connector pin on the desktop charger (dtc) was stuck in the insr. A replacement insr and dtc were sent to the patient. The patient was looking for a new healthcare provider (hcp) at the time of this report. Follow-up as performed to determine if the patient had needed any assistance and if they had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Other applicable components are: product ID 37751, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger. (B)(4).